Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2009, this pt was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2010, a second procedure was performed whereby an add'l iliac extender component was implanted. Multiple attempts have been made to obtain add'l info regarding the procedures, nothing has been received.